Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported that a laser probe was unable to inserted into a 25 ga trocar cannula during a surgical procedure. The probe was replaced to complete the procedure. There was no patient harm.

Manufacturer narrative:
Additional information is provided. The 25 gauge illuminated flex curved laser probe was received and a visual assessment of the returned sample showed signs of adhesive on the cannula-nitinol junction. The laser probe was inserted into a 25 gauge trocar cannula, but was caught at the cannula-nitinol junction, replicating the reported event. The 25 gauge illuminated flex curved laser probe was manufactured on november 8, 2017. There were (B)(4) associated with this lot. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to ineffective removal of the excess adhesive at the cannula-nitinol junction. The manufacturer internal reference number is: (B)(4).